Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site. The hospital has reported the patient's condition is satisfactory.